Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with high blood glucose of 400mg/dl. The customer stated that the cause of her admission was symptoms of diabetes ketoacidosis and light heart attack. The customer stated that she does believe the insulin pump is not functioning. Troubleshooting could not be performed as the insulin pump had a blank display. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.